Manufacturer narrative:
Related complaint MFR #: 3007042319-2017-02545. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to these events include the patients' pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patients' complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
A report was received via a literature article entitled "in-hospital outcomes of a minimally invasive off-pump left thoracotomy approach using a centrifugal continuous-flow left ventricular assist device". This article included the retrospective results of 51 patients implanted with vads between jan-2013 and feb-2014 and compared their outcomes based on the surgical approaches used. These patients had undergone vad implant via minimally-invasive left thoracotomy (milt) with off-pump strategy (18 patients) or on-pump sternotomy (33 patients). The article included a report of four patients who developed strokes post-operatively; three of which were patients who had undergone the on-pump sternotomy approach and one who had undergone the off-pump milt approach. The authors concluded an off-pump milt implantation strategy could be utilized as a safe surgical approach for patients undergoing implantation. No further information has been provided.